Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: this is the 1st related complaint for broken npe & does not detach as intended on lot # 8194521 investigation summary: customer returned (1) open 6mm pen needle without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken and gets stuck. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could result in the pen needle being difficult to attach/detach from the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that cannula was detached with an bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported rear cannula end is broken + gets stuck.